Manufacturer narrative:
Additional information was received that the patient was no longer using the device and that the patient did not like the sensation or coverage. Sc-1132 (sn: (B)(4)) device evaluation indicated that the ipg exhibits normal device characteristics.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm model#: sc-4316 lot #: 17200853 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.